Event description:
The following was reported by the sales representative: "the power of the x7000 light source combined with a stryker light cord (part#233 050 090) melted the camera drape and burned through the surgeon's glove when connected to a medtronic neuro pen scope. The connection piece between the scope and light cord become extremely hot and caused the above mentioned melting. There was no harm to the patient."

Manufacturer narrative:
Additional info will be provided once investigation is completed.